Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. ¿

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited a detachment of the adhesive on the bending rubber. There was no patient involvement.